Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient had a mesh placed for repairing a hernia several years ago. He has recently had abdominal surgery secondary to the mesh severing his large bowel.